Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Furthermore, the physician noted during the procedure that a tissue has clogged on the lead helix. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Furthermore, the physician noted during the procedure that a tissue has clogged on the lead helix. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicates that the dislodged lead was confirmed via x-ray and device testing.